Manufacturer narrative:
This device used for treatment and not diagnosis. Device used in a veterinary clinic, no patient information will be provided. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: veterinary: the customer noticed that the oscillating saw attachment and blade jump on the bone during the drawing for the osteotomy line. There was no consequence on the patient, no delay of surgery and the incident did not require further treatment. History: a saw blade broke during surgery in (B)(6) 2013. The oscillating saw was sent to service and repair and was revised on (B)(6) 2013. In (B)(6) another blade broke, the customer had the same problem. This complaint is on the saw blade .this is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development event evaluation was conducted and it states that the design may contribute to the breakage of the blade. This complaint disposition is deemed valid.